Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported issue could not be determined. The parents are in the room sleeping so did not want to go into the room to disturb them to get the s/n. Explained that if they have replaced the probe and the temperature continues to be erratic, they should replace the temperature in cable. All their devices are in use. Suggested checking with biomed, another floor, or another hospital in the area. Explained there are different style cables and to confirm the connections are compatible. A DHR review is not required as the lot number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have replaced the esophageal probe and taped it in place, but the patient's temperature was still erratic, dropping as low as 12-15c in an arctic sun device. The parents are in the room sleeping so did not want to go into the room to disturb them to get the s/n. Explained that if they have replaced the probe and the temperature continues to be erratic, they should replace the temperature in cable. All their devices are in use. Suggested checking with biomed, another floor, or another hospital in the area. Explained there are different style cables and to confirm the connections are compatible.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have replaced the esophageal probe and taped it in place, but the patient's temperature was still erratic, dropping as low as 12-15c in an arctic sun device. The parents are in the room sleeping so did not want to go into the room to disturb them to get the s/n. Explained that if they have replaced the probe and the temperature continues to be erratic, they should replace the temperature in cable. All their devices are in use. Suggested checking with biomed, another floor, or another hospital in the area. Explained there are different style cables and to confirm the connections are compatible.